Event description:
The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on august 11, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got corrected. In section d: date product UDI was updated. In section e: reporting address line 2 date product UDI was updated. In section e: report source - other date product UDI was updated.